Event description:
It was reported to philips that the charger connection of wireless footswitch was damaged, preventing the wireless footswitch to be charged. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.